Manufacturer narrative:
Correction information d4:unique identifier (UDI) g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacturer. H6: coding changed based on the investigation result. Additional information d8:was this device serviced by a third party?. H4:device manufacture date. Evaluation summary the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The hospital purchased the assy from pentax factory and replaced by third party. Based on the reported events, we speculated that the product had not started due to a power switch failure.

Event description:
During pre-use check , when started the processor ,the screen showed black. Contacted for repair. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.